Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. All buttons functioned properly. Insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The escape button did not let him exit out of the screen that said check blood glucose. The buttons were unresponsive. His blood glucose level was 192 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.